Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. Devices met specification prior to release.

Event description:
According to the available information the device was explanted and replaced due to unknown reasons.